Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was used to treat a 75% stenosed, severely calcified, nodular lesion in the mid-left anterior descending coronary artery (lad). The vessel was moderately tortuous and 2.5 to 1.5 mm in diameter. The lesion was initially treated with a scoring balloon, and ivus was advanced past the lesion. The lesion was then treated with one proximal to distal treatment pass on low speed with the oad. Cine showed that a perforation had occurred. An attempt was made to treat the perforation with a perfusion balloon, but the balloon was not able to cross the lesion. The perforation was then treated with a semi-compliant balloon, and a covered stent was placed. The patient experienced cardiac arrest, a heart massage was performed, and the patient was transferred to surgery. The patient was recovered and was discharged.